Event description:
It was reported that the patient presented to the emergency department with complaints of palpitations with exercise and they also noted that there were dropped p waves observed via monitor. Pacemaker mediated tachycardia (pmt) was programmed off and was reported to have resolved the dropped p waves. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076 implantable pacing lead, (B)(6) 2009. (B)(4).